Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was burnt. Carefusion replaced the power flex to address the reported issue.

Event description:
It was reported by the customer that the lemo connector on the ventilator was damaged. While attaching the pigtail, they were able to connect it, however the ventilator started to smoke and the pins are now damaged.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.